Event description:
Essure sterilization device/permanent birth control product lot b59454, attempting to deploy device #1 into right fallopian tube. It was noted that it had a tiny bend in the outer introducer sheath. The coiled device only partially deployed, leaving approx 5-7 coils outside the tube. It didn't feel like it deployed correctly, so it was removed, 2nd device was opened to use on the left fallopian tube, but it had a tiny bend in the outer introducer sheath, much like device #1, so it was not used. Product lot b61388, a 3rd device was opened and attempted, but was noted to have a bend at the tip of the delivery wire. A 4th device was attempted, but able to insert d/t anatomy of tube, no noted defects. Surgical procedure had to be aborted. Company notified of incident. (B)(4).